Event description:
A nurse reported that end user has been itching over entire body for one week. Her doctor suspects tape allergy. It was reported that the end used has used this product for many months and developed this issue one week ago.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4). Height: (B)(6).